Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203. The cause for the failure was isolated to erratic insulated-gate bipolar transistors (igbt) control of igbts u16, u18, q13 and q17. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to run incoming functional testing.